Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: when staple reload has been connected on all lights signal it is fine, but the I drive would not open or close the reload. It was never used on the patient, and they changed to a manual handle. The status indicator light above the reload symbol was illuminated. The condition was that the jaws would not close as the reload is supplied with the jaws open. The white firing progress indicator lights were not on.

Manufacturer narrative:
(B)(4).